Event description:
It was reported that the asymptomatic and non pacer dependent patient's implantable cardioverter defibrillator exhibited a rf telemetry problem and was unable to send transmissions. A device firmware download resolved the issue. The transmitter was able to read the implant successfully. Patient remained asymptomatic after the programming changes.